Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has changed his sites 6 times now and every time his infusion set is clogged. The customer is not sure if something is wrong with his sets or with the insulin pump. While on the phone, the customer tried to bolus and was successful. He said that he did experience high blood glucose in the middle of the night as well as an insulin flow blocked alarm. The customer does not know what his blood glucose was at the time but does remember that it rose to over 500 mg/dl. He said that the retainer ring had broken off the reservoir compartment. The customer declined troubleshooting for the insulin flow blocked alarm. He also reported that he had a stuck button alarm that has been occurring for about 3 weeks. During troubleshooting for stuck button alarm, the customer stated that he did not press a button down for three minutes or more and that the insulin pump was not exposed to any altitude changes. The customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The insulin pump will be returning for analysis. The reservoir and the infusion set will not be returning for analysis.